Manufacturer narrative:
(B)(4).device evaluation summary: representative samples were returned for evaluation. They were visually and functionally examined for by needle pull strength and they met the requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by " suture broke from the end of the needle "? Did the suture actually physically break into 2 pieces near the swage of needle? Or did the suture separate/pull off from the needle? Was there any adverse patient outcome, post surgery? Were there any patient consequences/ae report as a result of the event reported? Could you please elaborate on the trauma created to the surrounding tissue? Has there been any medical or surgical intervention performed? Patient's current condition? Are the 35 sutures to be returned unused product or representative samples? Is the affected suture also being returned for evaluation?

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2017 and suture was used. While suturing the umbilicus post laparoscopic cholecystectomy the suture broke from the end of the needle leaving the needle buried in the soft tissue and not visible. It took several minutes of searching and some trauma created to the surrounding tissue to eventually retrieve the needle. Once the suture was retrieved and deemed complete it was removed from the surgical field and a different type of suture was used to complete the wound closure. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The suture dislodged from the atraumatic needle. The thread itself did not break. The atraumatic needle required retrieving from the wound which was in the umbilicus. Soft tissue damage occurred, not major, as the needle was not immediately visable to the surgeon. The patient did not require any change of treatment. The patient surgery was not affected greatly by the suture breaking.